Event description:
On may 1, 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings. On may 20, 2008, this medical affairs specialist contacted the pt to obtain/clarify info from the initial call. According to the pt, he started to use his onetouch ultramini in 2007. Since using his one touch ultramini meter for the next two months, the pt claimed that the lfs meter was giving him inaccurate high readings. As a result of the inaccurate high readings, his endocrinologist increased his sliding scale insulin by 4 points and his lantus insulin was increased to 30 units per night. Reportedly, the pt got "sick" one morning (unspecified date and time) after his insulin regimen was increased. The pt ate some oranges to bring his blood glucose back up. The pt contacted the nurse at his endocrinologist to report the issue after he came to the conclusion that his onetouch ultramini is reportedly giving inaccurate high readings. His insulin sliding scale was lowered to his original insulin regimen. The pt could recall the date and time of when he had symptoms described as "stomach ache and hands was trembling." The pt also reported that there was a time when he was using the onetouch ultramini and started to feel "low." The pt reported blood glucose results of "130 or 140 mg/dl" with the lifescan meter and "65 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30mg/dl. Since the pt has received his replacement meter, he stated that everything has been working fine. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed he developed symptoms that can be suggestive severe hypoglycemia after the reported issue. The pt also claimed he adjusted his insulin based on his lfs meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.